Event description:
The user reported exposed and frayed wires of the hospital system signal acquisition cord. The hospital system was replaced and there were no adverse consequences reported by the user.